Event description:
After placing the pt in the sitting position and giving IV sedation the pt's back was prepped and draped and the l3 - 4 interspace was localized with (B)(4) lidocaine. A 20g introducer was placed in the l3 - 4 interspace and a 25g whitacre spinal needle was passed and when withdrawn a snap was heard and the needle was withdrawn fractured with approx 1 inch left in pt's back. Surgeon was called and came in and used fluoroscopy to remove the fragment, the pt still sedated only. The area was re-prepped and draped and localized further prior to removing the fragment. The pieces were kept and the entire length was present and the post procedure x-ray showed no retained needle fragments. Pt was then taken into surgery and general anesthesia was used. Hysteroscopy and d and c were performed under general anesthesia. Pt developed pulmonary edema after surgery and had to be transferred to a higher level of care.